Event description:
A customer reported encountering an error on their cgm device. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through resetting their pump, after which the error did not reappear, and the sensor session was successfully restarted.